Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus india. The service department of olympus india checked the subject device and could not reproduce the reported phenomenon. Olympus india found no composite (comp) output due to defective dp-substrate. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of olympus india, there was the possibility that the reported phenomenon was attributed to the connection of the subject device without sufficiently drying the electrical contacts of the video connector. For the defective of the dp-substrate, it might be occurred due to the repeatedly use for a long-term use because more than 5 years had passed from the subject device had been manufactured.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the subject device and the endoscope was displayed and the image of the subject device was not displayed at the preparation for the gastroscopy procedure. The user also reported that the procedure was cancelled. There was no patient injury associated with this report.